Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d6b, h.6.

Event description:
Healthcare professional reported "capsular contracture baker grade iii". Later healthcare professional reported capsular contracture "c c grade iii - IV" this record is for the right side. Device was explanted.

Event description:
Healthcare professional reported "capsular contracture baker grade iii" . This record is for the right side. Device remains implanted and it will be returned.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.